Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16780138, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16780138, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16497514, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16265576, UDI: (B)(4). Product family: scs-extension: upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 15929725, UDI: (B)(4). Product family: scs-extension: upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 16530450, UDI: (B)(4).

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. Additional information was received that the patient was doing well postoperatively. The explanted devices were not returned per hospital policy.